Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported that this right atrial (ra) lead had an issue as it went haywire and looked goofy on the readout. The patient thought that this lead need to be replaced at change out. An attempt to obtain additional information from the field was unsuccessful. The ra lead remains in service. No adverse patient effects were reported.